Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that during insertion into the bone tunnel the head of the screw broke. All pieces of the broken screw were removed from the patient and the procedure was completed with a backup device without delay. No patient impact was reported.

Manufacturer narrative:
There is 6.12mm length of threaded distal tip broken off and not returned. The phillips head is in typical condition. It does not show signs of stripping or over-torque. As there were no clinical details provided such as type and size of tap, size of tunnel drilled, procedure conducted and patient bone condition, the finding is based upon the physical condition and characteristics found at product inspection. Device history record review found no deficiencies in the manufacture of this lot. Due to limited clinical detail, root cause cannot determined.